Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-38 alarm could not be determined; however, the tube misloading sensors were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be submitted.